Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator, leg extension, and hand switch were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed an error code message and the leg extension was inoperable. No report of patient or staff injury.